Event description:
It was reported that shortly after initial connection and training on the ilet, the user experienced a low blood glucose event with a documented nadir of 46 mg/dl; the device alerted for the low, the user treated with approximately one-third cup of juice, and glucose returned to range. Symptoms included the user feeling fine. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding device use, including the wake screen and sleep/wake functionality. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia during early learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.